Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The bottom brush attachment fell off [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the bottom brush attachment of her oral-b brushhead, version unknown fell off while used with an oral-b rechargeable toothbrush, version unknown. She noted that she had re-attached the brush several times but it kept falling off. No symptoms developed. (B)(6) 2016 received follow-up phone call from consumer: the consumer reported that she scratched the oral-b logo with a dime and it didn't come off. No further information was provided.